Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic, the left ventricular lead exhibited an impedance issue. The patient presented with swollen limbs, the physician did not comment on swollen limbs being linked to our product issues. The impedance issue was resolved after pressing to obtain value of lv lead.